Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. The lot number of the event unit was reported to be 1301266 or 1300533. Engineering was unable to determine which lot was that of the event unit. Lot# 1301266: manufacturing / expiration date: 26 july 2017 / 25 july 2020. (B)(4). Lot# 1300533: manufacturing / expiration date: 18 july 2017 / 17 july 2020. (B)(4).

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: thoracoscopic ivor lewis esophagectomy. Event description. Italian: a fine intervento durante la rimozione del trocar inserito intracostale , il trocar risultava spezzato tanto che una parte e' stata rimossa mentre l'altra parte e' rimasta in loco.non riuscendo a sfilarla verso l' esterno e' stata spinta in cavita' pleurica e rimossa successivamente da un altro accesso. Durante la procedura sono stati utilizzati 3 trocar ctf73 dello stesso lotto , solo uno dei tre si e' rotto. Il chirurgo riferisce che per 80% del tempo chirurgico tale trocar e' stato utilizzato per l' accesso dell'ottica ( ottica storz 10 mm ) e durante l'utilizzo non ha riscontrato con l' ottica stessa possibili danneggiamenti della cannula. No danni per il paziente english translation: at the end of the procedure, during trocar removal initially inserted intercostal, the trocar appeared broken. This was noticed because one part came out and the other part stayed inside the body. In order to remove the part, the surgeon pushed it inside the abdomen and then removed it via another port. During this procedure 3 trocars of the same lot were used, but only one broke. The surgeon mentioned that 80% of the time during the procedure, this trocar was used for the scope (storz 10 mm) and during use he did not notice any damage of the cannula. No harm for the patient. Patient status: no patient injury or illness associated with the complaint event.